Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion tests. Unit was received stuck in motor error alarm loop during bolus /basal delivery. The motor was tested outside of the device and it passed. The motor may had an intermittent failure that it was not detected during our testing. Unit had cracked reservoir tube threads, scratched display window and missing end cap sticker.

Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 160 mg/dl. The blood glucose reading at the time of the event was over 480 mg/dl. Customer could not get the blood glucose level to decrease with boluses. Hospital treated with IV fluids. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.